Event description:
Boston scientific received information that this right atrial lead was dislodged during pre-discharged check. The physician repositioned the ra lead and no symptoms were noted. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that this right atrial lead was dislodged during pre-discharged check. The physician repositioned the ra lead and no symptoms were noted. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.